Event description:
It was reported that during a difficult spinal insertion with multiple bone contact, there was a sensation of ligament and loss but there was no spinal fluid was noted. The spinal block was removed and noted that 20mm of the tip of the spinal needle was missing. The patient laid on their back until general anesthesia arrive. No back pain or sensory disturbances were noted. The rest of the spinal needle was removed and the patient began experiencing tingling sensation in right glutal region.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). The reported issue could not be confirmed as no product sample or lot number was provided for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D1, d3, d4, g5: were all unknown.